Event description:
It was reported the system key switch assembly failed resulting in an x-ray disabled situation and the system failed to generate fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The key switch assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.